Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA alleging that the onetouch ultralink meter is giving inaccurate erratic readings of ¿103, 310, 66, and 23 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation and the follow-up call to obtain more information on (B)(6) 2014. The patient reportedly was having symptoms of ¿shakiness, lightheaded, thirsty, and urination,¿ while she tested on the subject meter. During the callback, the patient indicated that her symptoms correlated with the lfs meter readings at the time of concern. When she had hyperglycemia and feeling thirsty and had frequent urination, her blood glucose was ¿310 mg/dl.¿ while she felt ¿shakiness and lightheaded,¿ her blood glucose were ¿66 and 23 mg/dl.¿ the patient took self treatment accordingly at the time of concern. The patient claimed that the reported readings of ¿103, 310, 66, and 23 mg/dl¿ were performed at different time frames more than 30 minutes of each other. The unit of measurement was set correctly. The test strips were in good condition and within the discard date. The meter was replaced. This complaint is being reported due to the alleged unresolved inaccuracy issue. There is no evidence of a serious injury associated with the alleged inaccuracy since the patient¿s symptoms correlated with the lfs meter readings.